Event description:
Patient stated the device starts and stopped ( while on patient ). There is no alarm condition information (per report source ). Event was so long ago patient would not remember more info. The device is used with a psi extermal alarm. The power source at the time of the event is unnown. Primary power source is ac power. Accessory used: liquid 02. No patient harm.